Event description:
It was reported that during a procedure, there were issues with the bipolar function using the e-200 generator, where the instrument tips were producing lightning flashes but no energy. The settings appeared normal at 65, and the procedure initially started without issues. However, problems arose later without any errors or messages on the e-200 generator screen. The technical support engineer (tse) inquired if cables and instruments had been changed, which they had, as it was their fourth instrument. The tse reviewed the event logs and found errors related to instruments. The tse suggested using a backup e-200 generator connected to the vision tower, but the surgeon was unwilling to do so due to the live case and presence of others in the operating room. It was mentioned that a software update occurred the previous night, but its impact was unknown. The only difference noted was the amount of liquid used by the surgeon, a technique also used on the xi platform without issues. The caller planned to call back and attempt to persuade the surgeon to switch to the backup generator. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed with the e200 generator and 4 bipolar instruments. The procedure able to be completed robotically as planned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced pn: 374897-41 e-200 generator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The unit was returned for failure analysis; however, the reported failure was not confirmed or replicated. No error logs relevant to the reported failure were found in logs. Visual inspection showed no issues related to the reported event. The unit was integrated into a known-good pca system and functioned as expected, powering on without any issues. The receptacle and neutral pad port light pipe illumination were confirmed to be within acceptable levels. During system drive testing, all ports (bipolar and monopolar) successfully delivered energy throughout cautery testing, with smoke generation and audible tone verified. The unit also completed fixture testing (functional station 2 and 3), with both tests passing. According to the e-200 fa test matrix, the unit passed all required tests. Based on these findings, failure analysis concluded that no root cause could be attributed to the reported issue.

Event description:
Refer to h11 for follow-up information.